Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from what was reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited: the coating of the image guide pipe was peeling off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress of repeated use, external factors, or handling of the device. The issue can be detected/prevented by following the instructions provided in: operation manual, chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope. Olympus will continue to monitor field performance for this device.